Event description:
It was reported that during a da vinci surgical procedure, an error message was displayed on the screen. The customer was able to recover from the error and proceed with the case. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. A intuitive surgical, inc. Representative (field service engineer) was able to reproduce the issue and therefore, replaced the patient side manipulator (psm) arm to resolve the issue. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
A patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. The axis-2 brake, gear, shaft, and bearings were replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.